Manufacturer narrative:
Per tandem¿s cartridge instructions for use: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Reportedly, customer reused cartridge and syringes. Tandem technical support educated customer on off label usage. Customer's blood glucose level was 266 mg/dl. Reportedly customer changed cartridge to resolve the issue.